Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, the cartridge brings out flocs on the rear surface of the crystal after the implantation of iol which was sucked out. No impact on the patient.

Manufacturer narrative:
A used company cartridge was returned taped inside the opened company cartridge pouch. Inadequate viscoelastic was observed inside the cartridge. The cartridge has internal damage on the left side of the tip. The cartridge has evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. A particle was returned in a vial with liquid. The particle was isolated and sent to the particle lab for testing. Lab: the sample was visually and microscopically examined. Microscopic examination showed a clear material 1mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fibers generated spectra to a library of spectra found the best match to be company cartridge base coat. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified handpiece was indicated. The lens model/diopter was not provided. It is unknown if a qualified product was used. A non-qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge and the lab testing, the reported foreign material may have been internal coating material from the damaged company cartridge tip. Per the IFU (instructions for use): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).